Event description:
A report was received in 2001 by ciba vision that a memorylens had been implanted in the patient's left eye in 2000. There were no problems reported during surgery. The patient's doctor is now reporting at 17 months post-op that the patient has had recurring episodes of inflammation beginning in 2000. The doctor treated the patient with steroids and antibiotics. A vitreous aspiration was performed approximately two and a half months later, and the bacterial cultures were sterile. In 2001 the patient developed a dendritic ulcer on the cornea with reactionary edema, which the patient's doctor thinks may be secondary to the steroids. The patient was last examined almost 2 months later by the reporting doctor, who then reported hypopyon and intraocular infection. The patient has been referred to a specialist for a second opinion. The patient's doctor felt that the problems were lens-related.